Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a 777f8 swan-ganz catheter gave abnormally low readings. The catheter was placed 05 juninctor and taken out 10jun. During this time the catheter was giving false low readings over the course of the patients stay. The customer tried changing out cables, hemospheres, chest x-ray, and re-calibrating to troubleshoot the issue. Per the customer, the patient received inappropriate treatment due to low numbers but was not injured. During a procedure in the cath lab, a new swan-ganz catheter was placed and the numbers were normalized with the new catheter. There was no allegation of patient injury. Device is available for return.

Manufacturer narrative:
Our product evaluation lab received one model 774f75 catheter with monoject limited volume syringe. The customer report of low reading was unable to be confirmed. No fault messages showed up on the lab hemosphere monitor when running cco function. The thermistor was found to read 37.1 c when submerged into a 37.0 c water bath. Thermistor temperature reading accuracy is +/- 0.3 c per hemosphere manual. The catheter ran cco in 37.0 c water bath on hemosphere monitor for 5 minutes with no error. Thermistor and thermal filament circuits were continuous, there were no open or intermittent conditions. Error in tc value was observed from eeprom. Resistance value of thermal filament circuit, 39.65 ohms, was in specification 33.0 to 43.0 ohms. Both thermistor and thermal filament connectors were opened and found no visible inconsistencies. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage was observed from returned syringe or catheter body. Other task was assigned to investigate tc value error. As per product evaluation, eeprom data was read and tc value was marked in red. However, as further engineering investigation, it has been confirmed with the laboratory that its version of the eeprom reader program contains a thermal coefficient of resistance (tcr) value that differs from the foil heat batch of the units under the complaint. The tcr value in the laboratory program was recorded as 0.00463 (heater item number: 270361003), while the tcr value of the complaint unit has a value of 0.00457 (heater item number: 10031879001). This happened because the laboratory program is not updated immediately when the foil heat lot is changed to be able to analyze the units that arrive that are from the previous foil heat lot. Based on internal documenation this is not considered a defect in the reported unit. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available information the complaint for inaccurate values - during use was unable to be confirmed through product evaluation since the affected unit was returned for evaluation and no defect was found; therefore, a product non-conformance or device failure could not be confirmed. The complaint does not meet pra escalation triggers and a corrective action is not required at this time. As part of the manufacturing process, 100% of the units go through an electrical inspection. A device history record review was completed and documented that the device met all specifications upon distribution.